Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the cycler prompting with a make sure hb is on ht message during fill 1 of 4 of treatment. The registered nurse (rn) stated they re-setup a different cycler with all new supplies after the heater bag was found empty after the first fill. The rn mentioned when draining in cycle 0, the patient drained 4806ml. The patient did not perform a manual exchange and the daytime manual exchange was entered as 0. A review of the patient¿s treatment records identified that the patient drained 4806 ml during drain 0 of 4 of treatment. This drain volume is 240% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the cycler. A replacement cycler was issued. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored there were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the cycler prompting with a make sure hb is on ht message during fill 1 of 4 of treatment. The registered nurse (rn) stated they re-setup a different cycler with all new supplies after the heater bag was found empty after the first fill. The rn mentioned when draining in cycle 0, the patient drained 4806ml. The patient did not perform a manual exchange and the daytime manual exchange was entered as 0. A review of the patient¿s treatment records identified that the patient drained 4806 ml during drain 0 of 4 of treatment. This drain volume is 240% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the cycler. A replacement cycler was issued. Additional information was requested but was not received to date.